Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred. Customer reloaded cartridge to resolve the issue. The customer's blood glucose level was 233 mg/dl.